Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure an operating room (or) staff member reported the erbe generator displayed error u 20. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the site to power cycle the erbe; however, the issue persisted after the customer power cycled the iesu. The tse advised setting up an external generator, but the site did not have the appropriate third-party generator available. The tse then suggested swapping to another vision side cart (vsc). The customer later called back to report that the procedure was aborted to another xi system. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the issue was not confirmed through system logs. During functional testing, the unit powered on normally and successfully performed cauterization across all ports and instruments without any issues. The generator log additionally showed error c 00. The probable root cause of customer reported issues could not be determined as the failure analysis did not find any functional issues with the iesu. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.